Event description:
The complainant has reported that a patient 9age and gender unknown) underwent a therapeutic polyectomy in the colon for treatment. The resolution hemostatic clip device would not fully deploy. The clip did grasp the tissue at the bleed site 9post polypectomy) in the colon. The clip would not release from the catheter to complete deployment. The clinician manipulated the device until it released from the tissue. There was no additional trauma sustained to the bleed site. The patient did not sustain any noted complications or ill effects due to the deployment issue. The bleed was successfully treated with another resolution clip.